Manufacturer narrative:
Investigation results: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unsealed 24ga x 0.75in. Insyte autoguard unit. Additionally, two photos were provided. Your report of a damaged IV catheter was confirmed; however, the root cause could not be determined. The report of irritation was also confirmed based on the circumstantial evidence that was observed on the returned sample. The IV catheter was missing the distal end of the catheter tubing. The sample exhibited evidence of use, which indicates that the damage likely occurred during use; however, the root cause could not be determined. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.

Event description:
It was reported that bd insyte autoguard catheter tip was found to be missing. The following information was provided by the initial reporter, translated from spanish to english: 7 am, a patient is received with venous access, cannulated in the vein on the back of the right hand, passing lactate to permeability for management of IV clindamycin antibiotic, the assistant checks the access, a dirty dressing is observed. After taking vital signs, the assistant reports that when performing the dressing and lifting the film, a catheter is observed on the outside, which she shows to the icbf caregiver, in charge of the child. The assistant reports that the catheter is incomplete, the tip was missing, she immediately informs me, I assess the patient, the hardened and erythema-filled venipuncture site is observed, the removed film is reviewed, the tip is not found. The health professional on duty is informed, who orders a venous doppler and assessment for vascular surgery, a consultation is passed to the reference. Additional information provided by specialist october 10, 2024: an echocardiogram and doppler were performed, and it was not identified any remaining piece inside the patient. Patient did not have any complications, no piece found. Add info received oct 15.2024 the patient's condition is stable and there was no impact on the patient.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.